Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. For a subsequent procedure, the same surgeon trace primarily on the left side where she confirmed accuracy. Representative would emphasize on proper registration technique to site. Part not returned for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon felt ~3mm inaccurate superiorly on exclusively the patient's left side with every instrument. He is able to verify them all fine. Attempted to move the emitter, located on the left side, around and it was the same behavior. There was no known patient impact reported and no delay to surgery.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.